Event description:
It was reported that following a stenting treatment procedure, the patient presented with stent thrombosis. The patient presented with an stemi at the emergency room. The procedure treated the 99% stenosed mid left anterior descending artery. Treatment consisted of pre-dilation with a 2.0x12mm non-bsc balloon inflated to 8 atm's, the deployment of a 2.25x20mm ion stent at 9 atm's and post dilation with a 2.5x8mm quantum apex balloon with 3 inflations at 12, 12 & 14 atm's. Medications received included aspirin and plavix. Four days later the patient presented with severe left sided chest pressure with radiation to the arm. The EKG showed anterior st elevations and, per physician notes "acute thrombus is most likely". The patient was a poor candidate for thrombolysis . Patient was given lovenox and will continue all other medications and was to be transferred to another facility for cardiac catheterization.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).